Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Since no photos or samples displaying the reported condition of cap loose were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 22 ga 0.75 in the prn separated from the adapter and caused leakage. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that while she was injecting the patient for cta, the cap popped off and contrast went all over the place. Our CT technologist stated that while she was injecting the patient for cta, the cap popped off and contrast went all over the place.